Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#(B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported the patient's dash personal diabetes manager (pdm) gets very hot when charging. The pdm will not hold a charge.